Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 53cm proximal to the lead tip. Only the distal lead fragment was returned for analysis. The visual inspection revealed multiple abrasion marks along the lead fragment. On the distal part of the lead fragment, the insulation was abraded through, which can be considered the root cause of the reported clinical observation. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had an impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Additionally, cuts in the insulation were noted with blood infiltration. These findings most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 42 months, oversensing with inappropriate therapies was reported.